Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the needle shaft was bent and broken off at the needle point of the surefire¿ scorpion¿ needle. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, warning for scorpion products-to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid dry, repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.

Event description:
On 9/12/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13991n surefire scorpion needle tip broke off. An x-ray confirmed the tip was retrained in the shoulder but was unable to be retrieved by the surgeon. This was discovered during a shoulder arthroplasty procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 9/20/2024: the broken ar-13991n surefire scorpion needle tip remains in the patient's bone, it was unable to be retrieved. The case was completed using another scorpion needle. The case was not delayed, and additional anesthesia was not needed. Additional information received on 9/26/2024: the needle was used with an arthrex surefire scorpion; the part number is unknown. The needle was deployed without any issues, and the scorpion attachment did not suffer any damage or malfunction.